Event description:
This distributor became aware on august 12, 1997 of an event that occurred involving a percutaneous feeding device. It was indicated during placement the button and casing pulled apart and detached in the pt's stomach. Retrieval was successful utilizing a snare through the gastroscope after approximately twenty minutes. Subsequently, the pts abdomen became firm and distended. Three to four hours later, the pt underwent surgical closure of the opening in the stomach. At that time, another feeding device was successfully placed without incdient. No further details are available with regards to circumstances surrounding this event.